Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had the stent stuck in the scope. It is unknown when this malfunction occurred. There were no reports of patient harm.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information, d9: additional information, g1: correction, h2: additional information, device evaluation, correction, h3: additional information, h4: additional information, h6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing ke-45 at forceps cover. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified as the substance was not available for sampling. A definitive root cause cannot be determined. A root cause for the missing adhesive could not be identified. Based on the results of the investigation, the most likely cause was also not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.